Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to lab comparison test was made when the reporter tested at home and got a result of 498 mg/dl. One and 1/2 hours later, she went to the ER lab to check her result. The lab test was 245 mg/dl. Reporter stated that while there, she was told by the hcp that she was dehydrated. She had headache symptoms. She did not have necessary supplies for testing. During troubleshooting, reporter performed a blood glucose test in which the confirmation dot on the strip matched the color chart. On follow-up, she stated that she had taken her meter to a pharmacy to be checked and was told that it was "okay".